Manufacturer narrative:
(B)(4). This customer reported an opcheck failure with an associated pads/paddle ECG test failure message. The device was returned to philips and evaluated. The reported symptom was confirmed. Replacement of the power pca resolved the reported symptom.

Event description:
This customer reported an opcheck failure with an associated pads/paddle ECG test failure message.